Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies al devices currently addresses potential risk associated with surgically implanted materials. (B)(4).

Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced right sided pelvic pain, urinary frequency and urgency, with low back pain. A mid-urethral sling revision with cystoscopy had to be performed in ((B)(6) 2008). "The mid urethral sling was snipped in the midline and an approximately two to three mm sliver was excised." The patient continued to have complaints of stress incontinence and lower abdominal pain. An exam revealed "a small defect over the patient's tot mesh on the right and the tape is tight, slightly tender and fixed." The patient was treated with estrogen but two cm of mesh was still exposed. The patient required a second revision for mesh erosion. During which time the patient was diagnosed with depression and started on cymbalta.